Event description:
A tandem mobi cartridge alarm was reported by the caller, which occurred during the load process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support confirmed the issue and decided to replace the pump. The customer will use multiple daily injections with a syringe and vial as a backup method to ensure continuous insulin delivery. Technical support provided instructions on returning the problematic pump and advised on steps for receiving the replacement pump, which the customer understood and acknowledged.